Event description:
It was reported that: when the patient was being manually bagged for induction, the doctor noted that the patient's chest was not moving. The doctor re-inflated the et-tube cuff and was unable to ventilate the patient. The doctor observed that the inspriratory valve was stuck and then attempted to remove it, and the disc broke. The doctor noted a sticky substance within the inspriratory valve. The patient was ventilated with an alternate device until another machine was used to complete the case. It was reported that there was no patient injury.